Event description:
The patient reported via the manufacturer representative that the implantable neurostimulator (ins) was explanted due to surgical site infection. The infection site did not get wet during the trial. There were no diagnostics or troubleshooting performed. The patient was put on 4 weeks of antibiotics to clear the infection, which it did. The issue was considered resolved. The patient outcome was alive with no injury. The indication for therapy was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.